Manufacturer narrative:
Investigation: x-inspect returned samples. Analysis and findings: distribution history: the complaint unit was purchased from reda instrumente on 11/27/2019 and was sold to customer on 3/13/2020. Incoming inspection review: iqc record for lot # 636139 was reviewed and no non-conformities, related to the complaint condition, were noted. Historical complaint review: a review of the attached 2-year complaint history did not show similar complaint condition of grasper not holding. This is an isolated issue. Product receipt: the complaint product was returned to coopersurgical on 6/22/2020. Visual evaluation: visual examination of the complaint product did not show physical damage on exterior. Functional evaluation: complaint product was functionally evaluated and found the grasper was not able to open and close. Root cause: while no definitive root cause could be reliably determined, the potential cause may be user overload which led to internal connector damage. Correction and/or corrective action: none. Reason: no further training required at this time. Coopersurgical will continue to monitor this complaint condition for trends. Was the complaint confirmed? Yes.

Event description:
The grasper not holding. Ref e-complaint - (B)(4). 1216677-2020-00142 spoon forceps long serrat es-lngr e-complaint - (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition.

Event description:
The grasper not holding. (B)(4). Spoon forceps long serrat es-lngr. (B)(4).